Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple pump error. The customer¿s blood glucose value was unknown. The customer was assisted with troubleshooting and reported that they were able to clear the alarm and fill cannula was not recorded in daily history. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed the self test and the displacement test. No unexpected pump error alarms during testing however,hardware low level failures alarm (variable 9), generated if minute alarm, and the motor processor alarms are found in the downloaded history files due to a software error.